Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was in excellent condition, left plunger case was cracked, there was visible contamination on plunger head, by the flippers and between the cases. Event history log (ehl) showed: force sensor bridge test. Power up process and calibration verification test were performed. The reported problem was duplicated during the power up process, force did not change when force was applied to the force sensor (force readings remained the same). The root cause of the issue was deemed due to fluid ingression into the plunger head as a result of customer's improper use of the pump. Actions(s) taken to mitigate the reported issue(s): replaced force sensor, plunger board, left plunger case and plunger cable.

Event description:
It was reported that the pump's force sensor would not calibrate. No patient injury was reported.